Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This report is being filed to update the device manufacture date that was inadvertently incorrect on the last report.

Event description:
It was reported that the remote home monitor issued an alert following a code that showed the subcutaneous implantable cardioverter defibrillator (s-ICD) may be exhibiting premature battery depletion. The estimated battery longevity remaining was at 5 percent. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the remote home monitor issued an alert following a code that showed the subcutaneous implantable cardioverter defibrillator (s-ICD) may be exhibiting premature battery depletion. The estimated battery longevity remaining was at 5 percent. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported.